Event description:
Reportedly, loose staples were left behind in the peritoneum, contributing to additional surgery time to retrieve the staples from the cavity. In additional, the surgeon was uncertain as to whether all the loose staples were retrieved from the pt cavity and the prolonged length of sugery time is uncertain. However, another instrument was used to complete the case without further incident. Procedure: lavh patient status: no pt injury reported.